Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant. During multiple repositioning attempts the right ventricular (rv) lead exhibited no capture, poor electrical signals, placement difficulties and difficulty retracting the helix caused by tissue from repositioning. It was also reported that the right atrial (ra) lead dislodged post implant and exhibited no sensing. The ra and rv leads were explanted and replaced, with the system being placed in a new pocket with an antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.